Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2010 13:35:43. During night drain cycle two, the patient's ultrafiltration reading was 327ml, indicating the home patient (hp) drained 327ml more than their maximum programmed fill volume of 500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. A review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 327 ml during therapy initiated on (B)(6) 2010 at 13:35, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. A review of the device's event log was performed for the therapy initiated (B)(6) 2010 at 13:35. A partial fill was delivered during fill 2 of 2 of 177 ml, which was less than the expected volume of 500 ml. Review of the event log revealed the cycle 2 drain was completed on (B)(6) 2010 at 14:03 and the user's actual drain volume during cycle 2 was 505 ml. The actual drain volume of 505 ml is 101% of largest prescribed fill volume (lpfv) of 500 ml; therefore, this incident does not meet iipv criteria.